Manufacturer narrative:
Possible user error due to not heeding operators manual warnings.

Event description:
Reporter claims chair was rolling down a hill and the brakes did not hold. No injuries involved.